Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the high out of range shock impedance measurements continue. Boston scientific technical services (ts) was consulted and suggested performing a high energy shock to test the system's integrity. The physician opted against performing non-invasive programmed stimulation (nips) due to the patient's condition and concern over recovery from the procedure. The patient was sent for an electrophysiologist consult.

Event description:
Boston scientific received information that during a routine device interrogation the field representative noted that the right ventricular (rv) lead exhibited high out of range shock impedance measurements. Review of the patient's data found that the shock impedance measurement had been high and out of range for almost a year and a half. Boston scientific technical services (ts) was consulted and suggested further testing. The field representative was unable to obtain additional information from the clinic. No adverse patient effects were reported.

Event description:
Additional information was received that the patient underwent commanded shock testing and all impedance measurements were within range. Thus the physician opted to continue to monitor the patient. No additional adverse patient effects were reported.